Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18-mar-2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 16jul2024.

Event description:
Physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Event description:
Patient reported "implants in my body had cracked and decomposed", ¿silicone lymphadenopathy in the area of axilla¿, and ¿breast density: grade ii¿.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, lymphadenopathy, capsular contracture and silicone migration was requested on july 10, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.